Manufacturer narrative:
Pump passed self-test, however, constant pump error 38 alarms noted during rewind due to corroded motor home switch. Unit successfully downloaded to thump. Verified pump alarmed pump error 37 on 07/23/2024 14:19:43.000 in pump downloaded history. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. Moisture damage noted to electronic assemblies during visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, and corroded motor home switch. Confirmed pump error 38 alarmed during testing. No pump error 37 noted during testing. Unable to confirm exposure to magnetic field. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a motor power supply voltage error detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period. (Pump error 37) and the pump exposed to high magnetic environment. Troubleshooting was performed the customer reported no adverse event. The event involved product(s) mmt-1884l. The customer reported receiving a pump error. The customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.